Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the user attempted to load a new cartridge a cartridge change error message occurred. Reportedly, the user was not following the on-screen instructions when loading the cartridge. The user reported that their blood glucose level was low. However, the exact value was not provided and the user declined to provide additional information. The user successfully loaded a cartridge after following the on-screen instructions.